Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por occurred on (B)(6) 2011 in address "1c 01". Coincident radiation treatment not noted. Device should be able to continue functioning normally.

Event description:
It was reported that the device had an electrical reset. The device was cleared of the reset and remains in use. No patient complications have been reported as a result of this event.